Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 6:30pm on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿204 and 132mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with unspecified dosages of insulin and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 12 hours after the alleged product issue occurred they developed the symptom of ¿weakness¿; a symptom which the patient self-treated at 8:20am on (B)(6) 2018 by consuming additional food and/or drink. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient walked through a control solution test with the cca and the result obtained fell out with the control solution range for the test strips being used. The patient¿s products were replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.